Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were unable to turn the device on. Patient mentioned that the hcp had to turn the device off with a magnet on april 1st since patient mentioned they forgot to bring their external devices to the surgery for their esophagus upper hernia. During the call, the patient attempted to connect their handset and communicator to their implanted neurostimulator, but got the 'device not responding' message. Patient then connected the communicator and handset and got the message 'por (power on reset) has occurred. Please check device battery level. Therapy has been turned off'. Patient pressed ok and got 'therapy can be turned on'. Patient confirmed therapy was turned on. The troubleshooting steps that were taken on the call resolved the issue.